Event description:
During an atrial fibrillation procedure, the sheath became punctured. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation.  The sheath had been perforated proximal to the distal tip. The returned dilator was inserted into the sheath; however, the dilator could not be advanced past the aforementioned damage to the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.